Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and seven months post implant of this 25mm aortic bioprosthetic valve, a 26mm transcatheter valve was implanted valve-in-valve due to severe stenosis and mild insufficiency. No additional adverse patient effects were reported.